Event description:
It was reported that while attempting to retrieve a lost stent in the coronary anatomy the wire separated. No attempts were made to retrieve the fragment. The pt was reported in stable condition.